Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was over delivering insulin. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer experienced behavioral problems and convulsions. No additional patient or event information was available.